Event description:
It was reported that customer experienced issue where pump battery was not charging as it used to. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.